Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues could not be verified; however, a different issue (cartridge septum was leaking) was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking from the o-ring. In addition, a piece of cartridge septum had broken off and remained in the syringe. Customer loaded a new cartridge to address the issue. Customer's blood glucose was between 300-400 mg/dl.